Event description:
It was reported that a er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clip spitted and dropped. It did not fall into the pt. There was no consequence to the pt. 09/11/1998 additional info from affiliate. A new clip applier was used to complete the case.